Event description:
It was reported by the customer's mother, that the insulin pump was not working properly. Customer's blood glucose level at the time 300mg/dl. Customer treated with manual injection. Customer was unable to complete troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.